Event description:
Revision surgery- the implants are to be replaced due to alleged manufacturer defect.

Manufacturer narrative:
On (B)(6) 2012 it was reported by an agent that a revision surgery was necessary because of alleged manufacturer defects. The original surgery was performed on or about (B)(6) 2003 meaning the implants had been in-vivo approximately (B)(6) at the time of revision. This complaint covers the revision of the left hip; the right hip was also revised and is investigated in (B)(4). There is no information in this complaint about patient activity level, history of trauma, general health condition, allergies, or other factors that would have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records for the metal-on-metal liner that two parts were split to work order (B)(4) at the hand assembly step because they failed 100% post assembly inspection. The device history records for the femoral head showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there are (B)(4) prior complaints against the femoral head, part number (B)(4). A majority of the complaints ((B)(4)) involve dislocation and/or stability issues, three for the femoral head not matching the trial, and three for bipolar conversions, two for competitor component failure, two for trauma induced failures, one for a packaging issue, one broke through the pelvis, one for a broken neck, one due to wear, one due to infection, one for heterotopic ossification, one due to general pain, and one for a bursa tumor. This is the first complaint for this lot number. There were five complaints against the metal-on-metal liner, part number (B)(4): one was alleged to be out-of-tolerance, one for osteolysis, one due to poor bone quality due to the patient taking steroids, one for trauma, and one due to general pain. This is the first complaint for this lot number. The root cause for the revision cannot be determined with confidence. Because no components were returned and no information was provided except that there was an alleged manufacturer defect. There is no evidence of a product design or manufacturing problem affecting implant safety or effectiveness.